Event description:
1 occassion thursday (B)(6) 2023. 1 occassion friday (B)(6) 2023. 2 different clinics using same product and lot number experienced same issue were at the time of administering vaccine, the syringes leaked and were cracked. No samples available but customer will submit photos via email and I will attach to pir case. Person who phoned me was j but she is now away and her manager m is aware of situation. One clinic is not happy with the issue and want goods foc. She was unable to tell me what qty in total was affected or what purchase orders they had purchased the product on. Recent orders indicate this batch going out on two or more deliveries (B)(4).

Manufacturer narrative:
Our quality engineer inspected the photo and (B)(4) samples submitted for evaluation. The reported issue of leakage and barrel cracked was confirmed upon inspection of the samples. Analysis of the samples showed that (B)(4) samples failed the visual inspection and leakage test. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. During the assembly process there is mechanism control to check the stopper leakage. Review of the production records showed that a check of the sensor and for leak test station was performed with no abnormality observed. Current controls include a daily quality assurance routine leak test inspection per to check for syringe leakage. There is an in-process inspection for cracked barrel. The quality assurance outgoing inspection includes a visual check for damaged syringes. Based on the return samples, damages on the barrel were observed near the same position as the location scale markings at 1/2¿ and 1¿ height. The team has investigated different sections of the machine and matched potential area which could cause damaged to the barrel. The probable root cause could be due to the machine outfeed dial being out of alignment which eventually leads to the part slanting. Then the product tilted from the needle assembly dial slot pocket, resulting in crashed and damaged pocket dials and side guides during transition to the outfeed dial process. The defective parts were failed to be removed by the production technician which resulted in defective parts in the next process. To prevent this defect in the future, the importance of clearing jammed and removing defective parts immediately will be communicated to the production technician to raise awareness of the reported defects. Then an interview will be conducted with the production technician to verify that the associates apprehend the importance of clearing jammed and removing defective parts. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It wa reported bdsyringe 2ml cracked and leaked. The following information was provided by the initial reporter; 1 occassion thursday 12.10.23. 1 occassion friday 13.10.23. 2 different clinics using same product and lot number experienced same issue were at the time of administering vaccine, the syringes leaked and were cracked. No samples available but customer will submit photos via email and I will attach to pir case. Person who phoned me was j but she is now away and her manager m is aware of situation. One clinic is not happy with the issue and want goods foc. She was unable to tell me what qty in total was affected or what purchase orders they had purchased the product on.